Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up and the sys displayed communication errors. There is no report of pt injury or death associated with the event described in this complaint.